Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and no meaningful pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history review (DHR) showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that a blood leak alarm occurred at approximately 3:40 hours into a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. There is evidence of a change in the color of the dialysate fluid through the dialysis fluid outlet line. The blood was returned and treatment suspended. The filter was exchanged and the treatment was continued. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation.

Event description:
It was reported that a blood leak alarm occurred at approximately 3:40 hours into a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. There is evidence of a change in the color of the dialysate fluid through the dialysis fluid outlet line. The blood was returned and treatment suspended. The filter was exchanged and the treatment was continued. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.